Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a product sample was received for evaluation. Visual inspection revealed noisy pump. Rusty heater. Wear and tear damaged enclosure, pole clamp, line cord, and plate clip. Stripped interlock block. Cracked tank cover and stained float switch. Functional testing was performed by filling the reservoir with water, attached temp check, plugged in line cord, and turned on the power switch. The reported problem was confirmed. The settings wouldn't stay during calibration. The root cause was found to be faulty printed circuit board. Printed circuit board was replaced.

Event description:
Additional information received 13 august 2021 (email): issue discovered during testing. No patient involvement.

Event description:
It was reported that the display keeps going up.